Event description:
Cusa excel 23khz standard tip was reported to break during a liver resection. The event was described as follows: "the pt was male born in 1953. The cusa appeared to work fine for approximately 15 minutes, the surgeon reported an issue with the irrigation which was addressed, then it was noticed that the tip had broken however, it was still contained within the sheath. It was believed there was no injury to the pt. There was a delay of approximately 5-8 minutes to enable the scrub nurse to remove the broken tip and replaced it with a new one which continued to work until the procedure was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.